Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture, high thresholds and the r waves had dropped. A lead dislodgment was suspected; however, an x-ray to confirm the dislodgement came back normal. A lead repositioning was scheduled and the lead remains in use. It was noted that the patient is taking part in the wrap-it study. No patient complications have been reported as a result of this event.